Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2009, the patient underwent the tha surgery for the right hip joint with the s-rom implants. On (B)(6) 2021, there was no problem with the patient's condition and there was no malfunction with the implants, but the surgeon performed a joint sliding surface replacement revision surgery at his discretion. In this revision, metal liner was replaced with polyethylene liner. The head was also newly replaced. The surgery was completed successfully without any surgical delay. No further information is available. Doi: (B)(6) 2009, dor: (B)(6) 2021, unknown hip.